Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name ; product ID 8596sc (unknown serial/lot); product type: 0184-catheter; implant date (B)(6) 2019; explant date (B)(6) 2025 brand name ; product ID 8578 (unknown serial/lot); product type: 0184-catheter; implant date (B)(6) 2019; explant date (B)(6) 2025 brand name ; product ID 8596sc (unknown serial/lot); product type: 0184-catheter; implant date (B)(6) 2012; explant date (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was receiving baclofen via an implantable pump for intractable spasticity indications for use. A company representative (rep) wanted to discuss catheter revision kits for a case where pump was eroding through the skin. The rep stated that he just found out about it today and has no other information.